Manufacturer narrative:
(B)(4). G2: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported when attempting to screw the cup into the curved handle the black screw did not screw or unscrew properly. The surgeon stated that the cup was loose on the handle. The surgery was completed with a second screw in the set. No known impact or consequence to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4 (UDI #), g3, g6, h2, h3, h4, h6, h11. Complaint can be confirmed through the returned product analysis. Visual examination of the returned product identified the large internal hex is visually stripped and has indentation marks present. The leading thread has minor nicks and visually appears rolled. The locking rail has nicks and indentation damage. No other damage was noted during visual evaluation. This device has an approximate field age of 1.5 years. No functional evaluation performed due to visual damage present on functional surfaces. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, d9, g3, g6, h2.

Event description:
No additional event information to report at this time.